Manufacturer narrative:
(B)(6). A review of the device history record was completed for lot 4064604. This is the first complaint for this lot #. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. A sample was not returned for evaluation. A photo was returned and it appears that the safety shield became unattached. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that on the 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter , the safety shield broke off while trying to activate it. No mucous membrane exposure. No nedlestick injury. No sample sent back for evaluation.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.